Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: postoperative herniated disc excisions at l4-5 and l5-s1. Lumbar spinal stenosis, l4-5 and l5-s1 and underwent the following procedures: left l4-5 laminectomy and foraminectomy. Transforaminal interbody fusion l4-5 and l5-s1. Insertion of machined allograft spacers, l4-5 and l5-s1. Posterior and posterolateral fusion, l3 to s1. Only of bone morphogenic protein. Moss pedicle segmental fixation l3 to s1. As per op-notes,¿ the l4 spinous process had been largely removed. After exposure, laminectomies were performed, first on the left at l5 and then on the left at l4 and beginning at l5 and then at l4, foraminectomies were performed. A laminar spreader was placed between the spinous processes of l5- s1 and then later l4-5 in order to obtain distraction across the disc space. Each disc, beginning with l5-s1, was entered through a posterolateral annulotomy. Desiccated disc material was debrided at each level and then a depuy machined allograft spacer was placed transversely and centrally in the evacuated disc space, following placement of a rhbmp-2/acs sponge anteriorly and somewhat to the right.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.